Event description:
In a survey, dated 03/2003 the state health dept surveyor/reviewer wrote: "beds with the side rails posed a hazard for the resident. One resident asphyxiated; another got their head caught in the side rail and another resident was found with shoulder, arm and wrist between the mattress and side rail and received a very reddened shoulder and skin tear to the arm".